Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior fixation at l3 due to vertebral body fracture. Intra-op, after rod insertion, when checking the frontal image, it was found that the alleged extender had come off the screw. So, the rod and the screw were removed, and another extender was reattached and reinserted. The procedure was delayed by less than 60 minutes as a result of this event; however, there were no patient complications reported. When the extender (which came off) was checked, it was found that tissue had attached to the screw joint part. The body of the extender was deformed at the tip. The extender body was able to hold the "sl" seeker conditioner; and could grip and release a sample screw and rod smoothly. There seemed no problem in appearance.